Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited loss of sensing. It was suspected that the lead was dislodged. Mo intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable after procedure.